Manufacturer narrative:
Block b3: approximated to june 1, 2025, based on the date the manufacturer became aware of the event. Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported to boston scientific corporation that a resolution clip device's outer package was damaged upon delivery to the warehouse. It was reported that the sterile seal was compromised. There was no patient involvement.